Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the device experienced difficulty operating or not working/functioning properly during use. The following information was provided by the initial reporter. The customer stated: spouse of consumer reported pen needle does not fit/attach correctly to doser pen.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. If samples are received in the future the complaint will be reopened for further investigation.